Event description:
It was reported that the patient passed away after compassionate withdraw of care after multiple debilitating strokes. The outcome was not device or therapy related. The pump was not explanted. An autopsy was not performed. The device parameters were within normal limits for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of this IFU lists potential adverse events including infection (local, driveline or pump pocket infection), stroke, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported on 02jan2026, that the patient had fell while utilizing an all-terrain vehicle. The patient fell forward and hit their chest. The left ventricular assist device team was not notified of this accident. The patient fell again a few days later and became more lethargic and difficult to arouse over the course of a couple of days. The lvad team was notified 6 days after the initial fall of the patient's accident and decompensating status. The patient arrived to the facility via ambulance and was awake but not able to speak. The patient had an international normalized ratio of >10, septic shock, and copious amount brown/bloody drainage from their driveline site. Subsequent computerized tomography scans showed multifocal thrombotic ischemic strokes. The patient had methicillin-susceptible staphylococcus aureus bacteremia and driveline/pump infection of heartmate 3 lvad. The physicians did not believe the strokes were device related. The heartmate 3 device operated as it showed without issue during the patient's course of treatment.